Event description:
Per the clinic, the patient sustained a head trauma, resulting in a loss of osseointegration and subsequent fixture loss(date not reported).

Manufacturer narrative:
(B)(4). Device not available for analysis.